Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings from the adc freestyle libre sensor compared to readings obtained on an unspecified competitor brand meter. On (B)(6) 2018 in the afternoon adc freestyle libre sensor readings of 2.20 mmol/l, 2.20 mmol/l, and 2.20 mmol/l (40 mg/dl) were reported compared to unspecified competitor brand meter readings of 10.10 mmol/l (182 mg/dl), 12 mmol/l (216 mg/dl), and 16 mmol/l (288 mg/dl). Customer self-treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( sensor serial number) has been updated based on the case details. No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving lower readings from the adc freestyle libre sensor compared to readings obtained on an unspecified competitor brand meter. On may 12, 2018 in the afternoon adc freestyle libre sensor readings of 2.20 mmol/l, 2.20 mmol/l, and 2.20 mmol/l (40 mg/dl) were reported compared to unspecified competitor brand meter readings of 10.10 mmol/l (182 mg/dl), 12 mmol/l (216 mg/dl), and 16 mmol/l (288 mg/dl). Customer self-treated with insulin. There was no report of death or permanent injury associated with this event.